Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and had an unresponsive keypad. The customer's blood glucose was 186 mg/dl. The customer did not observe any significant events leading to the alarm, stating that she had just gotten out of bed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.